Manufacturer narrative:
The customer's calibration and qc results were ok. The customer conditioned the ise electrode and performed ise calibration and qc. After ise calibration and qc, the customer reported there were no additional issues. The customer declined a field service engineer visit due to the ise electrode conditioning. The investigation determined the service actions by the customer resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for "about 30 patients" tested on a cobas 8000 cobas ise module serial number (B)(4). On (B)(6) 2021, the customer installed the na electrode. Prior to patient testing, the customer confirmed qc was acceptable. The initial na results were reported outside the laboratory. The customer performed qc later in the day and the na qc was out of range. The customer pulled patient samples for repeat testing on the same analyzer. The customer provided three examples of questionable na results: patient 1's initial na result was 131 mmol/l, and the patient's repeat result was 141 mmol/l. Patient 2's initial na result was 132 mmol/l, and the patient's repeat result was 139 mmol/l. Patient 3's initial na result was 130 mmol/l, and the patient's repeat result was 141 mmol/l. The customer determined the repeat results were correct and corrected reports were provided. The na electrode lot number and expiration date were requested but not provided.